Event description:
Boston scientific received information that this device was found to be involved in an infection. As a result, another procedure was performed and the leads were removed. A new rv lead was implanted and this device and the new lead were temporary pacing the patient outside the body. This is off label use of the device. When the infection cleared, a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.